Manufacturer narrative:
Explant date was provided d6b was updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 41-year-old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was supported by inotropes and vasopressors prior to the pump support, and other underlying medical history was not shared. After 7 days of support the team observed thrombosis on tee imaging. The thrombus was noted at the aortic valve and maybe surrounding the impella. The team was aware of clotting issues as the stents had re-occluded. The pump remained on for support while discussing safe explant, which may include the use of a sentinel device to filter and remove the clot at the time of explant. Of note the patient did have extracorporeal membrane oxygenation (ECMO) added to the patient on day of cp pump implant and patient was on bivalirudin for anticoagulation during the support. The thrombosis had not prompted explant. Patient survived til the family and team made decision to withdraw care. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d. Due to the patient expiring and care withdrawal the sentinel device was not utilized for pump explant.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.